Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation and pacing impedance resulting from a possible fracture. In addition, it was noted that the rv lead was implanted after the use-by-date. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. (B)(4).